Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead could not be successfully implanted, as it repeatedly became dislodged and was unable to be advanced into the vein despite multiple attempts. As a result, the lv lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but was not received.